Event description:
Complainant alleged that while attempting to defibrillate pt with a ventricular tachycaradic heart rhythm the device failed to discharge when attempting a synchronized cardioversion. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.